Event description:
The patient reported feeling thumping in the chest. The patient went to the physician's office, and it was noted that "it was set at a higher level than it should have been." The patient noted that it felt better for a while, but later the patient felt thumping again. The patient also noted hearing an alarm coming from the device. Follow-up did not yield any additional relevant information regarding this event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.